Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a normal patient follow up, this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a da alert during initial interrogation. When the s-ICD was interrogated a second time, the alert was no longer present. The rest of the patient follow up was successful without any other issues noted. A memory download was performed and sent to boston scientific technical services (ts) for review. A ts consultant reviewed the data and confirmed that a da alert was triggered at the end of september. No previous alerts were found. The ts consultant discussed that this is a temporary memory inconsistency that was self-corrected and did not affect the functionality of the s-ICD. It was confirmed that the device is operating normally. The s-ICD remains implanted and in service. No adverse patient effects were reported.